Event description:
Caller alleged discrepant results with inratio versus lab. Patient had 1.1 inr on meter and at the lab got 2.1 inr. Caller stated patient dose had been increased, so they should get a higher reading on the meter. Knowing this, it prompted the nurse who took the test to have the patient get tested at the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test: 1, meter 1.1; lab: 2.1; mean: 1.6; confidence limits: 1.2-2.3. The mean of the inratio meter and comparative system inr were calculated. The values are not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Product testing is required.